Event description:
This ra lead was implanted on (B)(6)2007 and remains implanted at this time. A call was placed to technical services on 5/10/2017 stating that there was noise with this lead. The pysician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).